Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking from the cartridge area during a supply change while the pump displayed the fill tubing screen, and customer care provided guidance to exit the screen; the user believed the leakage resulted from their own handling error. Symptoms included none, as blood glucose was reported in range. Outcomes included no clinical impact and no hospitalization. Investigation included a customer interview and operational troubleshooting. Investigation of this case revealed no ongoing pump malfunction, with user-reported handling contributing to the observed leak and no further device performance issues after exiting the fill tubing screen. It was concluded, based on previously established findings for similar reports, that user technique during cartridge change was the probable cause.